Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery while the surgeon was reaming, the modular post on the glenoid was damaged. After the reaming was completed, the reamer was removed and the surgery continued as planned. The device was not new and had been in the set for several years. There was no harm or injury to patient and no reported delay. Due diligence is complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified the end of the cutting feature is cracked. Material hardness is conforming to print specification. Wear & tear is seen that indicates repeated use. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.